Event description:
A surgeon reports that a pt had an unexpected postop refraction of -4.00 (spherical equivalent) following intraocular lens implant surgery. New measurements were made and he feels that a calculation error may explain -2.00 diopters of the refractive surprise, but he cannot identify the source of the add'l -2.00 diopters. The surgeon has decided to the remove and replace that lens in 2003 and return it for exam.

Event description:
The reporting surgeon has prvided add'l info indicating he felt the event was not related to the intraocular lens (iol) and that the iol did not malfunction.